Manufacturer narrative:
H11. Review of the complaints database highlighted that other similar events were registered in the last 12 months. Complained unit returned for investigation at manufacturing site and a leak at the y connector from the leg with the red clamp was confirmed. Other unused units were also returned for evaluation, and three of these leaked from the same location. Such connection is obtained through the use of solvent during the manufacturing process. Livanova initiated a corrective and preventive action (CAPA) for the issue of leaks from y-connector, and the investigation revealed the following findings: 1) uv adhesive flows from tube-to-connector joint before curing. 2) variations in the quality of the connectors compromise the integrity of the bond. The risk is in the acceptable region. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova USA inc. Manufactures the perfusion cannula adapter. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova USA inc. Received a report that a perfusion cannula adapter (1 unit involved) had a leakage in the y connector connecting the blue and red clamp lines, resulting in an excess blood spraying out of the cannula on the surgeon and the rest of medical team. The issue occurred prior to cross clamp application, when the surgeon opened the cannula adapter to the patient. There was no patient/user injury.